Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the self test. All buttons were tested and worked successfully. The pump was cut open to perform visual inspection and found no physical or moisture damage to the electronic assembly, motor or traces. The following were noted during visual inspection: scratched case and pillowing keypad overlay unresponsive keypad was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that pump's middle button is unresponsive and the reading is not the same with the meter, differences in between sensor and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed and numbers ramping or is the scroll bar moving up or down with no input from the user. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884, mmt -7040a were not expected to return.